Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that a loss of connection occurred. The transmitter has been received for evaluation.  A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and passed. Performed transmitter functional test and passed. Performed pairing test with nordic bluetooth and passed. Performed share log review and loss of connection was found in the log. The customer complaint was confirmed because there was an indication of a transmitter loss of connection. The reported event of loss of connection was confirmed. The root cause cannot be determined.